Event description:
Reportedly, pieces of the balloon disengaged into the patient cavity and the staff was uncertain as to whether all the pieces were subsequently retrieved from the cavity to complete the case. Procedure: gynecological. Patient status: no patient injury reported.